Manufacturer narrative:
(B)(4). Date sent: 2/19/2025. D4 batch #: unknown. Additional information was obtained: there was no bleeding and no tissue damage. There was no problem about the device when the device was used inside the body. After using, it was found outside the body that the button did not work properly. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic hysterectomy, the doctor felt that the sealing button did not return. The sealing was completed, but the sound did not change. The device was pulled out from the body, and it was found that the device was energized though the button was not pressed. The sealing button was pressed again, but the event did not improve. The doctor usually uses devices, but there was nothing particularly different on this device. No pieces were fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.